Event description:
During a visual inspection at the warehouse, one seal was observed to have crakced while still inside the sealed package. No pt involvement was reported since the failure was identified at a warehouse.